Manufacturer narrative:
As part of a quality system improvement plan, (B) (4) conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to (B) (4) from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These event are part of retrospective summary report being submitted under exemption (B) (4). There are 3 events associated with this event type (revision surgery required) and product code (lxo).

Event description:
Revision surgery required. Relaxation of the shaft. ((B) (6)).